Event description:
The manufacturer received information alleging a ventilator screen was broken and unable to be read. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's broken lcd screen was observed. The device's lcd screen would need to be replaced to address the issue. The unit was scrapped.